Event description:
"Patient says: electric shock pains in the stomach (symptoms much less at the time I make this statement), inability to walk for about 4 months, from the evening of the operation, tingling in the right buttock and all along the right lower limb to the right foot 3 weeks after surgery (symptoms much lesser at the time I make this statement), groin pain (very rare now), vomiting on date#1 in the evening in hospital. Persistent or newer symptoms: lumbar and pelvic pain, recurrent urinary tract infections (weekly) since date#2, dyspareunia, chronic vaginal pain (deep burns type), "probable urethral erosion" according to translabial ultrasound performed at tenon hospital on date#3, presence of "two long wires whose origin is unknown" according to fiberscopy performed at tenon hospital on date#4. Impossibility of carrying loads of more than 3 kilograms, more sports, difficulty standing more than thirty minutes, difficult sexual intercourse, taking antibiotics very often (consequences on my liver?".

Manufacturer narrative:
A review of the design history file for the lot number 3943526 was conducted in accordance with internal complaint handling procedures. No anomalies or deviations were identified, and the device was confirmed to meet all design and manufacturing specifications. No design-related issues were found that could be associated with the reported symptoms. Based on the limited information, the complaint could not be confirmed as related to a device deficiency.